Manufacturer narrative:
Findings: pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error alarm noted. Pump error found in the pump history due to software error. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that there was a software error detected and the motor arm cannot communicate with the main arm on the insulin pump on (B)(6) 2017. The customer¿s blood glucose level was unknown. The customer reported that the pump errors were occurring during the fill tubing. The insulin pump will be returned for analysis.